Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Concomitant medical products: 6943 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense right ventricular (rv) lead was noted to have noise. The lead remains in use and the patient will continue to be monitored remotely. No patient complications have been reported as a result of this event.